Event description:
It was reported that during a da vinci prostatectomy procedure the surgical staff noticed that a portion of the tip of the large needle driver instrument was missing. The site in unclear if the missing piece came off before or during the procedure, however, no pieces were observed inside of the patient. The planned surgical procedure was successfully completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering noticed that the distal half of the carbide insert was missing from one grip. Engineering evaluation observed that the brazing surface shows little presence of filler metal and the fracture plane of the insert is relatively straight, indicating possible shearing failure. Engineering also observed the outer surfaces of the grips (backside) to show various scratch marks, suggesting possible aggressive usage. It was concluded that the inadequate braze and aggressive usage most likely contributed to the insert falling off. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.